Manufacturer narrative:
(B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the lcx and two in the rca. The patient expired approximately 35 months post index procedure. Cause of death is unknown but reported as cardiac death. Investigator assessed the event to be possibly related to the study device.